Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that in (B)(6) 2022 an electric shock caused by a 4k tower was recorded. It was further reported that a patient was injured and a soft part of the body was burned and surgeons were shocked as well. No further information received. Update (B)(4) 24-jan-2024: further information were provided that the initially provided information that the surgeon got shocked is unclear and not confirmed.

Manufacturer narrative:
Additional information: the device(s) were not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is misuse by an abnormal user, specifically connecting arthrex devices with unauthorized accessories and/or not using a supply main with a protective earth terminal. Directions for use dfu-0221 synergy system. General warnings, training, and safety notices - read this first. Important safety conventions warnings and safety conventions follow international electrotechnical commission (iec) 60601-1 and iec 60601-2-2. 6. No modification of the console (ar-9800) or accessories are allowed. 8. To avoid the risk of electric shock, this equipment must only be connected to a supply main with protective earth terminal. 10. Use only arthrex-approved accessories. Other accessories may result in increased emissions or decreased immunity of the system. Contact your arthrex representative for a complete list of accessories. Do not modify any accessory. Failure to comply may result in patient and/or operating room staff injury. The allegation of complaint about the electric shock cannot be confirmed. The device(s) were not received for functional testing and/or evaluation. The patient's injury was confirmed based on the customer's attached picture.